Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), there was a scratch in the upper right hand corner of the lens. This scratch is causing glare and halos and the patient cannot tolerate working under fluorescent lighting. The patient is also having trouble with night driving. The patient was given glasses. Additional information was requested.